Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. The date of event is unknown. A supplemental report will be submitted if provided. In addition, the following reportable malfunctions were identified during the device evaluation: there was an 216 error. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a scope error code during reprocessing, involving an olympus colonovideoscope. There was no patient involvement